Event description:
A facility biomedical technician (bmt) reported a blood leak occurred from a non-fresenius dialyzer. The leak was visualized in the dialyzer. The dialysate tested positive for blood via hemastix. The treatment was discontinued and the patient's blood was not returned. Estimated blood loss was 300ml. The patient received 200 ml of normal saline as replacement volume for asymptomatic hypotension and was able to complete treatment without issue. The patient continues on hemodialysis without issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).